Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Frame, frame/weld broken. Seat post receiver tube broken from frame at weld. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the frame assembly of having a fracture near where the center post tube was welded to the battery tray and cross member tube. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The consumer alleged that the seat pan area of the chair broke while she was on her way home from the grocery store. The dealer believes it is at the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer alleged that the seat pan area of the chair broke while she was on her way home from the grocery store. The dealer believes it is at the weld.